Manufacturer narrative:
Patient information is unknown. (B)(4) lot number unknown. Implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a implant removal took place on (B)(6) 2017 of a 2.4 wrist spanning plate. The sales consultant (sc) was contacted on (B)(6) 2017 by the operation room asking for screwdrivers. The sc was not in the procedure and does not know why the plate was being removed. He stated that it could have been a scheduled removal due to the patient being healed but he cannot confirm at this time. No additional information. This is report 1 of 1 for (B)(4).